Event description:
It was reported the implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection found in the pocket with sepsis. No additional adverse patient effects were reported.